Event description:
Baxter affiliate in sweden reports leaks at connection of tubing to cassette of homechoice set at initiation of treatment. Pt discontinued treatment at this time. Per affiliate, there was no medical intervention and no pt injury.